Manufacturer narrative:
Heartsine evaluated the customer's device and was unable to duplicate or verify the reported issue. The cause of the reported issue could not be determined. The customer received a replacement device and this device was archived by heartsine.

Event description:
The customer contacted heartsine to report that their device is not giving voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device is not giving voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient involvement reported with the event.